Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported three weeks post implant, during percutaneous coronary intervention for in-stent stenosis of the right coronary artery, the patient experienced a drop in blood pressure while approaching the lesion, leading to hemodynamic instability. At that time, the leadless implantable pulse generator (ipg) exhibited a loss of capture and the patient experienced ventricular fibrillation (vf). The patient was defibrillated. The vf temporarily ceased and it recurred shortly after. The patient experienced cardiac arrest. The leadless ipg was reprogrammed, but loss of capture persisted. Cardiopulmonary resuscitation was performed. A computerized tomography (CT) and right ventricle angiography were conducted. After an unknown duration, spontaneous cardiac activity resumed, and the leadless ipg regained capture. The patient's consciousness returned. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.